Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in advance evaluation. It was reported that patient referred to his stimulation from the verify trial as ¿electrical shocking¿. Patient clarified that he had uncomfortable stim when he raised to 2.2v or 2.3v and he got a good jump out of it. He was able to turn it back down to a comfortable level. Patient mentioned ¿he had pain medication¿. It was noticed that he also had a pacemaker. He had programmer in his left shirt pocket and wanted to know if that would affect his pacemaker. He would put it in a different pocket to be safe for the time being. It was also reported that patient had pain. Patient stated¿ he was not thinking too clearly caused his pain medication was kicking in¿. The issues were not resolved at time of the reported. There were no further complications that have been reported as a result of this event. Additional information was received from a sales representative (rep). The patient's caretaker cut the lead and the external neurostimulator (ens) is no longer working. The patient's healthcare provider (hcp) will follow the patient from this point on. No further patient complications have been reported as a result of this event.